Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted around the shaft of the angled reamer, drive shaft had chipped. Also, was chipped around the distal end of the shaft and the fitting hybrid hudson. Functional testing was performed with the returned ar-9597-10. It did not slide properly and got stuck. The most likely cause of the reported failure is user error, such as misaligned insertion or prying/leveraging the device during insertion, which causes interference and damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer welded together. This occurred during a case after reaming. There was no patient harm.